Manufacturer narrative:
Product complaint #(B)(4). Additional information provided indicates the surgeon's use of the stem impactor caused damage to the stem. The surgeon is happy with the instrumentation." There is no indication that the stem impactor broke. Upon further review, mrn 1818910-2024-24951 was submitted in error. At this time depuy synthes joint reconstruction considers the device on this report to be not reportable.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided. The full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, that a srom neck damaged. During, impacting using srom impactor. Ceramic head was therefore, removed. And competitor revision head was then used. There was no adverse affects to patient and no surgical delay.